Event description:
The field engineer reported that the system displayed "tube housing overheated, x-rays disabled" even though the system has been sitting idle overnight and was cold. This error message rendered the system inoperable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable, thermal switch and power motor relay board were replaced. The system was then found to be operating as intended.